Event description:
Per vat manager: the touch screen is only partially visible and unresponsive.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the touch screen is only partially visible and unresponsive was confirmed. The root cause of the reported issue was identified as an internal failure in the lcd display. The site rite prevue was visually inspected upon receipt and was found to be in good overall condition and does not function. The scanner boots to only half a display. That display has vertical streaking and is unresponsive. The device was serviced, tested, and returned to the customer. A history review of serial number: (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per vat manager: the touch screen is only partially visible and unresponsive.